Event description:
I use alcon dailies colors contact lenses. I am regularly opening the sealed containers and finding debris and even hairs inside the solution. It happens frequently and I am 100% sure it's not getting introduced during the 1 second it takes me to open up a lens. Today, I found what looks like a beard hair floating under the lens. I have also found yellow chunks, bits of dust, thin strands of hair and other contaminants. It makes me gravely concerned about what kind of contamination I can't see. It is very clear that proper sanitation and clean room procedures are not being followed where these lenses are manufactured. It is not just one lot, I've been noticing these problems in several different lots and it's just gotten to the point where it's obvious it isn't a one time fluke and there's a consistent problem with this manufacturer. I've included photos from two separate lens containers where I've found a hair. One was from today and the other was a few days prior. Going forward, I plan to take photographs every time I open a container and see contaminants. Reference report: #mw5118045.